Event description:
It was reported that several weeks post implant the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were removed due to hematoma. The device and lead were not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.